Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: do you have a copy of the operative report for review? Na. Is the patient very active? Yes. Does the patient has any history of trauma? No. What was the cause of the chest pain? According to doctor and patient claim, the pain is about chest foreign matter tingling sensation, the pain was relieved after removing broken piece. Please detail the nutrition problems reported. Na. It was informed that a surgery was performed to remove the broken suture, what was the date of the procedure? (B)(6) 2016. Can you describe the appearance of the suture during second procedure? When retrieved the broken piece, the suture was found broken into 3 pieces, and the breakage location is tying knot and the opposition side of tying knot is the sample available to be returned for evaluation? Yes. There was no sample received for evaluation, only a picture of an x-ray. Upon visual inspection of the picture of the x-ray, the suture appears to be broken; however, no conclusion could be reached as to what could have contributed to the suture breaking as the picture of the x-ray does not provide enough evidence to determine the root cause of suture breaking and no sample was received for analysis.

Event description:
It was reported that the patient underwent an atrial septal defect repair procedure on (B)(6) 2015 and the suture was used to fix internal sternum. After the procedure, the examination was normal and the patient was discharged from the hospital on (B)(6) 2015. It was also reported that in (B)(6) 2016, the patient went to hospital for re-examination and the result was ok. However, in (B)(6) 2016, the suture near xiphoid process of the sternum was found broken. The doctor opined that, since the wound was healed, the suture breakage does not have too much influence, and hence no action. On (B)(6) 2016, the patient came to hospital and complained of chest pain, and the suture breakage found near xiphoid process of the sternum. The doctor opined that a pain was about chest foreign matter tingling sensation. The patient underwent a procedure on (B)(6) 2016 and the pain was relieved after removing broken piece. When the broken piece was retrieved, the suture was found broken into three pieces and the breakage location was tying knot and the opposite side of knot.

Manufacturer narrative:
Received were 2 used suture pieces. The sutures pieces were examined visually and it was observed blood residues in one of the suture piece. The sutures pieces were examined for visual inspection attribute defect and the ends of the suture was cut due to the cut is linear. Also, it was observed several marks in a one of the suture piece near of the end of the suture. As the sutures returned are too small the tensile strength test cannot be performed. The assignable cause of the suture breakage cannot be concluded and an additional evaluation is necessary. Additional evaluation: the evidence of this examination indicates that the breakage occurred during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The IFU cautions: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments.